Event description:
The patient reported using an external pain stimulator for 3 days and then three days later received a shock from the implantable cardioverter defibrillator (ICD). Since then the patient has not felt well and at night feels like the heart is not beating right. Follow up was conducted and indicated that the patient was seen after being shocked. The ICD was functioning as expected and within normal limits, however, there was no information regarding if the shock was appropriate or not. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.